Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned for analysis.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned for analysis. Additional information was received that the patients ipg was too deep and was tilted which have caused difficulty coupling the charger with the ipg. The patients pocket was also revised to flatten the ipg.

Manufacturer narrative:
Sc-1160; sn: (B)(6). The returned ipg was analyzed and was reported that the patient was having difficulty charging the ipg. It was also reported that the ipg appears to be tilted. With all the available information, boston scientific concludes that the allegation of difficulty charging the ipg has been confirmed. A review of the patients data found low charge current in the field. It was reported that the ipg appears to be tilted in the pocket. The ipg being tilted caused charger to ipg misalignment and reduced charging current. The reduced charging current resulted in the reported complaint of difficulty charging the ipg. IFU states that over time, stimulator may move from its original position. Movement of the ipg in the pocket is a possible risk of implanting an ipg as a part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device. However, when the ipg was charged in the lab with a charging distance between 0.5 to 2 cm and the charger centered on the ipg, device was fully charged without any anomalies. The ipg was charged fully from hibernation state. The ipg passed the functional test, and an electrical test revealed normal device characteristics.